Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by their periodontist and was found that the patient's teeth were moved too far forward on their jaw and need to be moved back to correct the issue. Patient is also having erosion issue which is caused by the way the teeth are aligned. Patient seeking assistance with alignment issue, if no help they will go to an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.